Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.